Event description:
A customer contacted baxter's technical service center to ask a question regarding low drain volume alarm with the homechoice (hc) machine during initial drain. The technical service representative (tsr) explained the alarm. The hp stated that she sometimes has air bubbles in the patient line. The hp stated that she has pain in the shoulder area. The tsr explained that the hp should check the patient line for air before connecting. The hp stated that her husband sets up the hc and primes it with the patient line closed. The tsr explained the correct way to prime and referred to the patient at home guide section 10-24. The hp would follow up with the nurse. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the peritoneal dialysis (pd) nurse regarding the reported event. The nurse stated the home patient (hp) did contact her regarding the air in her patient line and shoulder pain. The nurse confirmed the cause of the air was the incorrect priming of the patient line due to the clamp on the patient line being left closed. The nurse stated the hp was confused which caused the incorrect setup procedures. The nurse stated the hp was advised on proper procedures and since then her shoulder pain has subsided. Per the nurse the hp was doing well on therapy. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The reported low drain volume alarm was confirmed. The as determined cause is air in the patient line. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. The lot number is unknown therefore a batch review was not performed. A used sample was not returned to baxter for complaint investigation. Baxter will continue to monitor similar reports to determine if further actions are required. This issue has been escalated to CAPA.